Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that fourteen years, one month post implant of this bioprosthetic aortic valve, this device was replaced valve-in-valve with a transcatheter aortic valve due to significant aortic insufficiency. Prior to the replacement procedure, the patient presented with dyspnea on exertion. No other adverse patient effects were reported.